Manufacturer narrative:
Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided. Used date of article publication as date of event. Section d4: model number: unknown, information not provided. Section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section h3-other (81): the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: subhendu kumar bora, deepak agarwa, ayan mohanta, rhegmatogenous retinal detachment following femtosecond laser-assisted cataract surgery, (2022), oman j ophthalmol; 15 & 2: pp 215-217 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: rhegmatogenous retinal detachment following femtosecond laser-assisted cataract surgery article: a case report was done to describe the first case of rhegmatogenous retinal detachment (rrd) following femtosecond laser-assisted cataract surgery (flacs). A 29-year-old male underwent refractive lens exchange in both eyes for high myopia using flacs 3 months ago using catalys (abbott/optimedica) and was implanted with the tecnis 1 aspheric monofocal intraocular lens (iol). On examination, left eye showed macula-off superior bullous rhegmatogenous retinal detachment with posterior vitreous detachment (pvd) manifested by complaints of severe dimness of vision in the left eye for 2 days (perception of light) with an intraocular pressure (iop) of 9mmhg. A 25-gauge vitrectomy was performed in the left eye as treatment. A copy of the article is provided with this report.